Event description:
The pt reported seeing "300-27" and possibly "ll" on the display of her infusion device. She stated she was aware of the power pack recall and she had received the corrected power packs. She stated that she had not yet begun using the corrected power packs and she was unsure how long her current power pack had been in use. The pt was able to insert a new power pack and the device functioned properly. The pt was educated on the recall and was advised to dispose of all power packs affected by the recall and use only the corrected power packs. No physiological effects were reported. The pt stated she was in a hurry and was not able to answer any further questions. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.